Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years and one month later, the patient reported to the imaging center with abdominal pain. On the same day, contiguous axial images using computed tomography (CT) abdomen without contrast showed that there was an inferior vena cava filter in place. It was below the renal veins. Several of the filter struts extended beyond the lumen of the inferior vena cava. There was no inflammatory stranding seen around the inferior vena cava. There was no significant tilt of the filter. The filter was intact. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal discomfort and rectal bleeding; however, the current status of the patient is unknown.